Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's led display, led display driver, and interface pcb assembly as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device locked up while they were using it on a patient. They had to power the device off and back on to get it to work. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. There were no reports of any adverse effects to the patient as a result of the reported issue. The customer notified physio-control that no additional patient information is available.